Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of report : 23jul2019, date rec¿d by MFR :11jul2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.